Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Ventricular pacing impedance current average of 700 ohms and measurements varying from 596 to 771 ohms. A ventricular lead warning occurred on (B)(6) 2014 with 304 low impedance paces counts. Lifetime minimum impedance of 231 ohms. Concomitant medical products(cont.) 5076-45 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that lead warnings were triggered due to low impedance on both the right ventricular (rv) and right atrial (ra) leads. Both leads have also exhibited an increase in threshold since implant. The leads remain in use. No patient complications have been reported as a result of this event.